Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (25 mg/ml, unknown dose) via implantable infusion pump. It was reported that the patient's pump was empty and the hcp inquired if there would be any known damage to internal tubing. The hcp stated the alarm date was (B)(6) 2022, "I imagine she's been out for two weeks or so" as the patient was in the intensive care unit (ICU) with withdrawal symptoms. The hcp was not with the patient. The hcp stated he was going to refill the pump. The hcp did not have pump or patient info at the time of the call. No further information was provided. Additional information was received from the healthcare provider (hcp) that he had refilled the patient's pump and the patient was discharged from the ICU. The issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). Patient information and patient's weight was provided. It was reported the reservoir was empty, the pump was refilled and dose was restarted at 1/3 of the previous dose. The patient seemed to be doing fine. It was reported her diagnosis included: severe tricuspid regurgitation, stage IV kidney disease, diabetes mellitus, atrial fibrillation, chronic obstructive pulmonary disease, hypertension, and an abscess to the leg. No further information was reported. Additional information was received from a healthcare provider (hcp) on (B)(6) 2022 and medical notes were received. It was reported that the patient was last refilled by their office on (B)(6) 2022 and since then she had been at the hospital and had a refill there on (B)(6) 2022. They were supposed to be filling the patient's pump but did not as they were hospitalized. They were also supposed to do a refill on (B)(6) 2022, but again they were hospitalized, and it was refilled at the hospital during that stay. There was no additional information provided. Additional information was received on (B)(6) 2022 via an hcp, and it was further reported that he had refilled the patient¿s pump twice as the patient was hospitalized back in august 2022 (for unrelated reasons). The patient¿s two prior hospitalizations in august were noted to be unrelated to the device/therapy. However, the most recent hospitalization was due to the patient¿s empty pump and withdrawal symptoms. The patient was unable to make a follow up appointment with recommended physician to have pump refilled after previous hospitalization in august, which resulted in the empty pump and withdrawal symptoms. The status of the device was unknown. Additional information was received on 2022-nov-16 via medical notes provided from the patient¿s hospital admission date on (B)(6) 2022 and it was reported the patient presented with severe left lower extremity (lle) pain. The patient¿s morphine pump ran out and she was unable to get it refilled and there was no specialist at the hospital to refill it. The patient continued to have pain. The patient was admitted due to acute hypercapnic respiratory failure (ahrf), lle pain, and uncontrolled pain due to the morphine pump needing more medication. The 24-hour plan was to consider neurology consult for pain pump management. Admission notes included acute hypoxemic, hypercapnic respiratory failure, lower extremity cellulitis, pulmonary edema, chronic renal failure, and chronic pain with malfunctioning/empty pain pump. The patient was started on morphine infusion to avoid withdrawal while management of the pump was being determined. The patient¿s pump was able to be refilled and reprogrammed to 5mg/day of morphine (home regimen 15 mg/day) on (B)(6) 2022. The patient was transferred to the progressive care unit on (B)(6) 2022. The patient¿s intrathecal pain pump continued at 5 mg/hr, no indication to change at that time. It was noted the patient with difficult to control pain was recently placed on oxycodone and neurontin along with the intrathecal morphine. The transfer summary from (B)(6)2022 prior to leaving micu indicated the pain regimen currently with morphine drip due to be changed to intrathecal morphine pump once refilled on (B)(6) 2022. Additionally, it was noted the patient was transferred to the hospital for evaluation of her intrathecal pump adjus tment or refill of morphine; however, upon arrival the patient was in acute on chronic hypoxic respiratory failure requiring intubation (unrelated to the device or therapy). The pump was refilled on (B)(6) 2022 with morphine 25 mg/ml at 5 mg/day (with 40 mls) and the expected volume was 0 mls and 0 mls was aspirated. The procedure was completed. The diagnosis was chronic pain and morphine withdrawal. The logs showed empty pump alarm on (B)(6) 2022 and the patient admitted for the past three days as she had been off intrathecal morphine for about two weeks and the dose was restarted at 5 mg/day rather than on 15 mg/day as she had been previously getting. The hcp noted she might have continued pain, but with her already having gone through withdrawal, there was concern about her overdosing at the previous rate. The nurse would follow-up with the doctor after discharge to adjust the dose and schedule a pump refill as needed in the future.